Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported defects in the bending section of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the insertion tube section was deteriorated and peeling off. This report is being submitted for the coating deterioration/peeling off.

Manufacturer narrative:
Upon further evaluation, service found the rubber adhesive was chipping, the bending angulation was insufficient due to stretching of the angle wires, the bending rubber was wrinkling, and the universal cord was scratched. The electrical connector and scope connector demonstrated corrosion. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.